Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) tubing lines on each of two (2) units of amia automated pd sets had a cut all the way through about three (3) inches from the cassette. The home patient (hp) stated the lines were coiled and taped. The hp stated there was no damage to the outerpouch. This was identified prior to use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.